Event description:
It was reported that during a coronary stent procedure, the physician had difficulty crossing the lesion during placement of a second stent. While attempting to removed the system, the stent became dislodged. The stent was retrieved using a snare. The pt status is reported as "okay".